Event description:
The customer reported to olympus that during the lithotripsy procedure the wireless foot switch did not function once paired to the laser system. The procedure was completed with another device. There were no reports of patient harm associated with this event. Follow up with the customer was performed and the following information obtained: this event did occur more than once, the footswitch has been used for more than 4 months. The customer stated again that the footswitch paired with the laser system successfully and the footswitch discontinued working after paired with the laser system. When asked, how did you confirm that the footswitch paired successfully if it was not functioning? The customer stated that they assumed the footswitch paired to the laser system successfully because it paired previously. During the investigation the following was found: the foot switch may not be pairing with the laser system. This report is being submitted for the malfunction found during the investigation (the footswitch is not pairing with the laser system).

Manufacturer narrative:
The device was returned to olympus, during inspection the following was found: the footswitch has no visual defects, and the foot pedals appear to function properly. They have no additional resistance upon pressing and depressing each pedal. Upon turning over the footswitch, one of the black rubber pads is missing. It was also noticed that there was a rattling noise coming from within the footswitch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further review, this is not a reportable malfunction. The initial medwatch reported the footswitch is not pairing with the laser system; however; the customer did not allege any issues with pairing but that the foot pedal would not function when paried. Inspection of the device found no reportable malfunctions. The root cause of this complaint has been confirmed to be as a result of a lack of thread adhesive. This resulted in the microswitch setting hardware not moving/ functioning properly resulting in the e151 error. Per the legal manufacturer, there is no potential for this issue (the footswitch is not functioning) to cause or contribute to death or serious injury if the malfunction were to recur.